Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has received intermittent failed sensor alerts. Contact stated that on multiple occasions the customer has been unable to detect when their blood glucose (bg) level was dropping and experienced low blood glucose levels (approximately 40-50 mg/dl). Customer ate carbohydrates and glucose tablets to bring bg levels to target range. Contact reported the customer will continue to use the pump for insulin therapy.